Event description:
Device issue: peeling balloon material. Time of device issue: during stenting procedure. Adverse event: none. It was reported that there was resistance in advancing the multi-link vision stent delivery system (sds) over the bmw guide wire through a 6 fr guiding catheter. The guiding catheter was changed for another unspecified guiding catheter and the difficulty persisted. The physician then tried to pass a non-abbott sds and was successful. Per the physician the guiding catheter and the guide wire did not present any damage. Though requested, no additional event or pt info is available. During return device analysis, balloon peeling was observed.

Manufacturer narrative:
(B)(4). Eval summary: the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast on the stent implant. The stent implant was stationary on the balloon between the markers. There were smashed struts on the entire length of the stent implant. There was no other damage noted to the stent implant. The proximal end of the balloon had relaxed folds. The remainder of the balloon was tightly folded. There was balloon shredding and scratches at the proximal shoulder and proximal to the proximal shoulder. The distal shaft inner/outer members were slightly smashed proximal to the proximal seal. There was a kink in the distal shaft inner/outer members distal to the guide wire exit notch. There was a kink in the hypotube distal to the strain relief tubing. There were multiple bends in the hypotube proximal to the guide wire exit notch. There was no damage noted to the tip. There was no other damage noted to the sds. The guide wire and guiding catheter used during the procedure were not returned. Pin gauges were used to measure the inner diameter of the tip and guide wire exit notch and this met manufacturing criteria. The stent outer diameter measurements were not taken due to the damage noted to the stent. A new guide wire was used in an attempt to backload through the returned sds, but there was strong resistance 2.5 cm proximal to the tip due to the smashed stent implant and the guide wire could not be advanced further. The sds was advanced through a new 6fr guiding catheter with no resistance noted. Factors that may contribute to the difficulty to position the sds over the guide wire and cause resistance between the devices may include, but are not limited to, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, or damage to the tip of the catheter. Factors which may contribute to resistance with guiding catheter include, but are not limited to, manufacturing, stent implant outer diameter, damage to the stent implant, kinks, bends, obstructions in the guiding catheter lumen, or damage to the guiding catheter. The reported difficulties with the guiding catheter were unable to be confirmed as the sds was advanced through a new 6fr guiding catheter with no resistance noted. In this case, it is possible the stent and shaft were damaged due to handling during loading the sds over the guide wire, contributing to the difficulties advancing the guide wire and further contributing to the difficulties advancing the sds through the guiding catheter. Analysis noted balloon shredding and scratches at the proximal balloon shoulder and proximal to the proximal shoulder, which was not initially reported with the incident info. The balloon shredding appears to be the result of the procedure circumstances, as there was no report of any damage to the balloon during visual inspection or preparation of the product prior to the procedure. Although balloon peeling or shredding is occasionally seen on manufacturing production lines, it is more likely that the balloon peeling occurred during handling of the sds. To help ensure that the balloon shredding is not a result of a manufacturing deficiency, all sds are visually inspected for balloon shredding. It is possible that the balloon may have scraped against the guiding catheter, which may have contributed to the shredding of the balloon material. Analysis noted multiple kinks and bends to the sds. Since this damage was not reported in the incident info, the kinks and bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint.